Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient started having pain at the pocket area, that went away a few hours after their ins was turned off. The patient stated that their legs stiffen up as well. The patient stated that they currently had turned off the implant until it could be checked. It was reported that the event occurred on (B)(6) 2019. No further complications were reported/anticipated.